Manufacturer narrative:
(B)(4). Concomitant medical products: unknown zimmer femoral, catalog #: ni, lot #: ni, unknown zimmer tibial tray, catalog #: ni, lot #: ni, unknown screw, catalog #: ni, lot #: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03265, 0001822565-2018-03266, 0001822565-2018-03267, 0001822565-2018-03268. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty and was in pain from day one. Subsequently patient was revised and found the screws came loose and implants fell apart. Patient further reported that her knee bone was fractured.

Event description:
Upon receipt of additional information, it has been determined this product was reported under the incorrect MFR#. This product will now be reported on in 0002648920-2019-00034.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this product was reported under the incorrect MFR#. This product will now be reported on in 0002648920-2019-00034.